Event description:
During product service by a service technician, a flo-gard infusion pump was found to have missing pole clamp components. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as a part of preventative maintenance. Visual inspection and functional testing were performed. The missing pole clamp components were identified during visual inspection. The cause of this condition was undetermined. To correct the condition, the clamp shaft, clamp pressing plate, and clamp rubber were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.